Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula twisted near to sensor base.

Event description:
It was reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 13.3mmol/l and the sensor glucose was below 2.8mmol/ l at the time of the incident. It was reported that they also got change sensor. Caller declined to troubleshoot. The sensor was returned for analysis.